Event description:
It was reported when using the bd vacutainer® urine transfer straw the cannula inside the straw separated and remained in the stopper of the collection device. The event occurred on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 62 samples and 2 photos for investigation. The evaluated photos show the customer's indicated failure mode. A total of 62 returned samples were visually inspected, with no issues identified. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine transfer straw the cannula inside the straw separated and remained in the stopper of the collection device. The event occurred on one device. No adverse impact was reported regarding the patient or user.